Event description:
On (B) (6) 2010, the patient felt sluggish; the lead exhibited loss of capture and a reduction of sensed r-wave amplitude. The lead had perforated the ventricular septum. The lead was repositioned into the right ventricular apex. On (B) (6) 2010, the patient experienced discomfort. High threshold and decreased r-wave amplitudes were noted. The lead had dislodged and perforated through the right ventricular wall. The lead was explanted, v-port plugged and programming was set to aair.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.